Event description:
The customer reported that approximately 45 minutes into a thyroidectomy, the coating on the device came off into the patient cavity. The material was retrieved and another device was used to complete the procedure without incident. There was no patient injury.

Manufacturer narrative:
Covidien reference #: (B)(4) . Date of initial report: (B)(6) 2010. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.